Manufacturer narrative:
(B)(4). Starting therapy without the patient being connected and then connecting after is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for when and how to connect to the disposable set. It also instructs to connect the transfer set to the patient line prior to starting the initial drain. A review of the label for the product family will be conducted. Should additional relevant additional information become available, a supplemental report will be submitted.

Event description:
It was reported that during peritoneal dialysis therapy a system error 2240 alarm (air in set/line) occurred on the homechoice device during peritoneal dialysis therapy. This event occurred during drain one of five. The patient was connected at the time of the alarm. The technical service representative explained the alarm to the caregiver (cg). Per the cg, they forgot to connect the patient when they started therapy and solution went on the floor. The cg then connected the patient after they realized the patient was not initially connected. The technical service representative assisted the cg in ending therapy and reviewed proper procedures with them. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.